Manufacturer narrative:
PMA/510(k) # of similar device is as follows: p100022. Images relating to this event have been received and are currently under external review. The investigation of this event is still being carried out. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
Images relating to this event have been received and are currently under external review. The investigation of this event is still being carried out. A follow up report will be submitted within 30 days with the investigation conclusions. Initial description submitted as follows: on (B)(6) 2015: zisv6-35-125-6.0-120-ptx x 2 + zisv6-35-125-7.0-80-ptx x 1 were placed on a dialysis patient by cross-over approach from the fa. The cto lesion was approximately 25cm in length. Good run-off and mild calcification were obesrved. The diameter of the vessel was 4mm~4.5mm. On (B)(6) 2015: thrombotic occlusion occurred. Then, thrombus aspiration and thrombolysis were performed to resolve the issues. This report relates to one zisv6-35-125-7.0-80-ptx device. Reference also related reports 3001845648-2015-00284 and 3001845648-2015-00285.

Manufacturer narrative:
PMA/510(k) # of similar device is as follows: p100022. The zisv6-35-125-7.0-80-ptx stent of lot number c1154566 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. From the complaint information available and the thrombosis questionnaire provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as uncontrolled diabetes, long lesion (25cm), and small vessel diameter (4-5mm). According to additional information provided by the sales rep: ¿..there was mild stenosis (50% on cine images) in the cfa slightly more proximal than the entrance of the sfa where the stents were placed. These conditions could have been risk factors to have induced the event though, the physician does not assure that these were root causes¿. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: findings: implantation and three day post-secondary intervention angiography is provided along with the complaint report; the initial lesion was a diffuse moderate right sfa stenosis with superimposed severe mod sfa and moderate to severe distal sfa stenosis. Additionally the profunda femoral artery (pfa) was severely stenosed; two-vessel runoff was present to the foot via the right anterior tibial and peroneal arteries. The right posterior tibial artery was occluded; inflow imaging for the initial intervention was not provided however it was included in the secondary intervention. The right external iliac artery(eia) was moderately diffusely stenotic distal a right common iliac artery stent; after pfa angioplasty, the entire sfa was treated with 4mm angioplasty. The post angioplasty angiography demonstrated stenosis resolution without greater then 30% residual stenosis and flow limiting dissection. However, the ivus followed the angiogram. Ivus likely demonstrated finding significant to the operator as stenting of the entire sfa immediately followed; the sfa was stented with three zilver stents from distal to proximal with a lumen diameter of at least 5.5mm achieved throughout the stents. A moderate sfa origin stenosis was not covered and a short linear non-stenotic and non-flow limiting dissection extended from the distal stent end into the proximal popliteal artery (pa); three days later the entire stented segment thrombosed with thrombus extending distally into the proximal pa. Difficulty advancing a wire through the proximal pa occlusion and occlusion of a branch vessel originating the occluded pa were evidence that the dissection uncovered later was preexisting and not the product of subsequent angioplasty; suction embolectomy over a spiderfx embolic protection device significantly reduced the clot although moderate distal stent clot was still present after balloon maceration; the distal dissection and the sfa origin stenosis was eliminated with additional stents impression: the thrombosis was secondary to delayed dissection propagation distal the stents; although diffuse moderate right sfa origin and moderate right eia stenosis limited inflow, it is unlikely these limitations were sufficient to cause acute stent thrombosis; significant finding relative to the patients anatomy were not observed; significant finding relative to the disease state were not observed; significant finding relative to the use of the device were not observed; significant finding relative to the design or performance of the device were not observed; cause of any adverse effects was observed. A short dissection just distal to the stents propagated and occluded the sfa. The customer complaint can be confirmed as imaging revealed stent thrombosis. According to the imaging review, three days post the stenting procedure the entire stented segment thrombosed with thrombus extending distally into the proximal pa. The thrombosis was secondary to delayed dissection propagation distal the stent. As per the independent reviewer 'impression point 7: ..a short dissection just distal to the stents propagated and occluded the sfa¿. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, thrombus aspiration and thrombolysis were performed and the patient¿s condition improved. There have been no adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends

Event description:
This follow up MDR is being submitted to provide details of the investigation conclusion. Initial description submitted as follows: on (B)(6) 2015: zisv6-35-125-6.0-120-ptx x 2 + zisv6-35-125-7.0-80-ptx x 1 were placed on a dialysis patient by cross-over approach from the fa. The cto lesion was approximately 25cm in length. Good run-off and mild calcification were obesrved. The diameter of the vessel was 4mm~4.5mm. On (B)(6) 2015: thrombotic occlusion occurred. Then, thrombus aspiration and thrombolysis were performed to resolve the issues. This report relates to one zisv6-35-125-7.0-80-ptx device. Reference also related reports 3001845648-2015-00284 and 3001845648-2015-00285.

Manufacturer narrative:
PMA/510(k) # of similar device is as follows: p100022. The zisv6-35-125-7.0-80-ptx stent of lot number c1154566 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. From the complaint information available and the thrombosis questionnaire provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as uncontrolled diabetes, long lesion (25cm), and small vessel diameter (4-5mm). According to additional information provided by the sales rep: ¿..there was mild stenosis (50% on cine images) in the cfa slightly more proximal than the entrance of the sfa where the stents were placed. These conditions could have been risk factors to have induced the event though, the physician does not assure that these were root causes¿. Based on the above, it is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, thrombus aspiration and thrombolysis were performed and the patient¿s condition improved. There have been no adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted to provide details of the investigation conclusion. Initial description submitted as follows: on (B)(6) 2015: zisv6-35-125-6.0-120-ptx x 2 + zisv6-35-125-7.0-80-ptx x 1 were placed on a dialysis patient by cross-over approach from the fa. The cto lesion was approximately 25cm in length. Good run-off and mild calcification were observed. The diameter of the vessel was 4mm~4.5mm. On (B)(6) 2015: thrombotic occlusion occurred. Then, thrombus aspiration and thrombolysis were performed to resolve the issues. This report relates to one zisv6-35-125-7.0-80-ptx device. Reference also related reports 3001845648-2015-00284 and 3001845648-2015-00285.

Manufacturer narrative:
This zisv6 device is currently not registered for sale in the us. This device is considered 'similar' to other metal vascular stent / sets devices currently marketed in the us if the complaint is related to the stent only. The patient experienced stent thrombosis and intervention was carried out. FDA MDR reporting criteria is applicable. PMA/510(k) of similar device is as follows: p100022/s001. The investigation of this event is still being carried out. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
On (B)(6) 2015: zisv6-35-125-6.0-120-ptx x 2 + zisv6-35-125-7.0-80-ptx x 1 were placed on a dialysis patient by cross-over approach from the fa. The cto lesion was approximately 25cm in length. Good run-off and mild calcification were observed. The diameter of the vessel was 4mm~4.5mm. On (B)(6) 2015: thrombotic occlusion occurred. Then, thrombus aspiration and thrombolysis were performed to resolve the issues. This report relates to one zisv6-35-125-7.0-80-ptx device. Reference also related reports 3001845648-2015-00284 and 3001845648-2015-00285. The investigation of this event is still being carried out. A follow up report will be submitted within 30 days with the investigation conclusions.